Manufacturer narrative:
New information: this is a follow up to report a brand change from u by kotex unknown to u by kotex security tampons. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up to report a brand change from u by kotex unknown to u by kotex security tampons.

Manufacturer narrative:
Investigation not completed. The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported that the tampon came out in pieces. It was no longer intact.